Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient reported that she sees air bubbles in her insulin infusion device system. She declined further details or troubleshooting. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.